Event description:
It was reported that the stent dislodged. The target lesion was noted to have a long segment of stenosis. The physician advanced the 2.50x38mm promus element plus stent delivery system (sds); however, the device was unable to cross the lesion. Although the angiogram showed no signs of calcification, the sds could not be withdrawn. The sds, lock and guide catheter were removed together. Upon removal, it was noted that the stent had dislodged. The stent was retrieved with a sling in the pelvic region. The procedure was completed with another of the same device. No additional patient complications were reported and the patient's status is stable.

Manufacturer narrative:
Device is combination product. (B)(4).

Manufacturer narrative:
Device evaluated by MFR., eval summary attached, method codes, result codes, conclusion codes: updated device evaluated by MFR: a microscopic examination of the shaft polymer extrusion found that the shaft was cut proximal to the balloon. The stent delivery system section was not returned for analysis. The section distal to the cut was received for analysis that contained the crimped stent, balloon, tip and associated part of inner lumen. A non bsc snare for retrieving the device was also received as part of the investigation. A visual examination of the crimped stent found that he crimped stent had moved distally on the balloon and the stent struts on the proximal portion of the crimped stent were bunched, distorted, overlapped and lifted upwards from the stent profile. The type of damage evident to the crimped stent are consistent with an undeployed stent being pulled back into the guide catheter and the damage occurred where the stent snagged on the lesion or if the stent was caught on the ¿lip¿ of the guide catheter during the initial attempts to withdraw. The exact details of the event prior to the shaft breaking are not provided. The bumper tip of the device showed no signs of damage. The balloon cones and wall profiles were reviewed. The crimped stent covered the distal portion of the balloon, however from visual evidence it is likely the balloon received some damage like scratching as a result of the excessive damage evident on the stent struts. The proximal portion of the balloon exhibited no signs of damage. A visual and tactile examination of the shaft found that the inner wire lumen and the outer lumen was cut by a sharp incision most likely in an attempt to retrieve the device from the patient during the procedure. The inner wire lumen within the balloon chamber section showed signs of kinking. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that the stent dislodged. The target lesion was noted to have a long segment of stenosis. The physician advanced the 2.50x38mm promus element plus stent delivery system (sds); however, the device was unable to cross the lesion. Although the angiogram showed no signs of calcification, the sds could not be withdrawn. The sds, lock and guide catheter were removed together. Upon removal, it was noted that the stent had dislodged. The stent was retrieved with a sling in the pelvic region. The procedure was completed with another of the same device. No additional patient complications were reported and the patient's status is stable.